Event description:
It was reported that there was an issue with np1012r - pin f/2-pin transm.fixati.d3.2mm wl70mm. According to the complaint description, the pin broke inside the patient's tibia. The piece was shown on x-ray results. The surgeon is unable/will not be removing the fragment. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us.

Manufacturer narrative:
Additional information: d4 - batch number. D9 - product receipt date. H3 - evaluation, yes. H4 - manufacture date. H6 - codes updated. Investigation results: visual inspection: the shaft was inspected and showed no abnormalities. The fracture surface is smooth and displays a typical structure of hardened material. The drill originates from the 2020 production batch. As the cutting edge was not available for evaluation, a complete assessment is not possible. Excessive reuse of the fixation drill may have contributed to the fracture, but this cannot be confirmed without the cutting edge. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear conclusion cannot be drawn. The cause of the failure cannot be clearly determined due to the missing fracture end. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.